Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) reviewed the device data and discussed there is one treated and one untreated episode showing the same artifacts: non-physiological noise, baseline wandering and inappropriate sensing. The treated episode shows important artifacts after the shock was delivered as well. It was advised to perform x-ray to evaluate system integrity. Troubleshooting suggestions were provided to see if the noise is reproducible. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) reviewed the device data and discussed there is one treated and one untreated episode showing the same artifacts: non-physiological noise, baseline wandering and inappropriate sensing. The treated episode shows important artifacts after the shock was delivered as well. It was advised to perform x-ray to evaluate system integrity. Troubleshooting suggestions were provided to see if the noise is reproducible. Troubleshooting was performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed. It was observed that the shock impedance has increased from 100 to 115 ohms since the implant, which is still within normal range, presumably because of weight gain. During the troubleshooting, a slightly noisy signal was observed with a little noise at the device level. The primary vector appears to be good. There was overall difficulty reproducing the noise. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) reviewed the device data and discussed there is one treated and one untreated episode showing the same artifacts: non-physiological noise, baseline wandering and inappropriate sensing. The treated episode shows important artifacts after the shock was delivered as well. It was advised to perform x-ray to evaluate system integrity. Troubleshooting suggestions were provided to see if the noise is reproducible. Troubleshooting was performed in-clinic and the noise was unable to be reproduced. An x-ray was also performed. It was observed that the shock impedance has increased from 100 to 115 ohms since the implant, which is still within normal range, presumably because of weight gain. During the troubleshooting, a slightly noisy signal was observed with a little noise at the device level. The primary vector appears to be good. There was overall difficulty reproducing the noise. Additional information was provided. It was mentioned that the s-ICD was programmed off due to the inappropriate shock being delivered. It was also discussed that it appears the patient no longer needs the s-ICD device. Ts reviewed the device data again and discussed the noise could be reproduced in both secondary and alternate vectors. The x-ray images were also analyzed and ts mentioned there is no evidence to confirm a broken electrode. The s-ICD system remains out of service-implanted. No additional adverse patient effects were reported.